Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, omega surgery was performed. During the screw insertion, the screw broke. The tip of the broken screw remained in the patient.

Manufacturer narrative:
The reported incident that cortex screw s.t. ø4.5x34mm was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was determined to be user related. The screw broke because it was subjected to high torsional forces. The device inspection revealed the following: only the screw head was received, and it was clearly stripped from the thread. The scratch direction on the back of the head points to a breakage due to high rotational force application, leading to overload of the device. It was reported that the patient had hard bone. In such situations it is recommended to use a tap before inserting the screw, otherwise it would be difficult to insert the screw, leading to the application of excessive force. When this happens it is likely that the present event occurs. Note, as stated in the operative technique (omg-st-4 en omega plus ti op tech): ¿a 4.5mm tap is available, to pre tap in extremely hard cortical bone.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, omega surgery was performed. During the screw insertion, the screw broke. The tip of the broken screw remained in the patient.